Manufacturer narrative:
Testing and investigation could not be performed at alere (B)(4) as customer was unable to provide the kit lot. A review of the complaints reporting (B)(6) demonstrated that all product lots are performing within label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue.

Event description:
Two (B)(6) results were reported on an edta plasma sample tested with the alere determine hiv 1/2 ag/ab combo. (B)(6). The customer did not indicate an adverse event had occurred; however, there is insufficient information to determine if a malfunction occurred. The patient gender, pregnancy status and age were unavailable.